Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-84834.

Event description:
It was reported that the customer passed away. Wife stated that he was out snowmobiling and he was wearing the insulin pump when he passed away. Wife reported that the cause of death was a blunt force trauma. She also stated that the customer blood glucose was 71 mg/dl prior to leaving the house. Nothing further was reported.